Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e-module. The patient's sample was aliquoted by the customer's modular pre analytics device. There were no questionable results for the other tests run on the sample. The customer reported a negative hcgb result of <1 iu/l for the patient. Four weeks later, the doctor called back to confirm the patient's result. The patient received a positive in another laboratory with a result of >10000 iu/l. Information on whether the results from the two laboratories were from the same sample was requested but not provided. The customer was unable to repeat the patient's initial sample as the tube was already discarded. Information on whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. A root cause could not be determined with the lack of information provided. Additional data were requested but not provided. The calibration signals were within expectation.

Manufacturer narrative:
This event occurred in (B)(6).